Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for a patient who had been seeing an increase in power on their ventricular assist device (vad) parameters. They had a recent heartmate 2 to heartmate 2 exchange that was performed by the site on (B)(6) 2024 (manufacturer report number 2916596-2024-06932) secondary to pump thrombosis. Since that exchange log files had been sent on various occasions where they continued to see elevations in power. Weekly labs were performed in the outpatient setting and the patient had been stable. When having blood work assessed weekly since the exchange, there had been a couple episodes where there was an increase in their plasma-free hemoglobin as well as their lactate dehydrogenase (ldh), but those numbers when rechecked returned to the patient's baseline ldh and a not detectable plasma free hemoglobin. They have had 2 computed tomography (CT) images of their device since the exchange. A chest CT with intravenous contrast was done on (B)(6) 2024 (prior to the exchange on (B)(6) 2024) which redemonstrated lvad without convincing evidence of new thrombus about the outflow graft. Circumferential filling defect throughout the outflow graft appeared overall similar to (B)(6) 2018. Evaluation of the proximal aspect of the outflow tract was significantly limited due to metallic artifact from the lvad. A chest CT with intravenous contrast on (B)(6) 2025 was suggestive that lvad was in similar position previous exam. Concentric done defect in the outflow tract was noted which was also similar to previous exam, likely related to thrombus. A log file review showed that on (B)(6) 2025, there were power spikes above 10 watts. The power and flow appeared to trend upward starting on (B)(6) 2025.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of suspected thrombus could not be confirmed as no images were submitted for review and the device was not returned for evaluation. Review of the submitted log file confirmed the reported elevation in pump power; however, a specific cause for these findings could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) and plasma free hemoglobin (pfh) could not be conclusively established. The submitted log file contained events from (B)(6) 2025. Elevations in pump power were observed throughout the duration of the log file. Of note, some of these elevations were captured during pulsatility index (pi) events. No other notable events were captured, and the system appeared to operate as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and hemolysis, that may be associated with the use of the heartmate ii lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, and physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
History of elevated power and flow post-pump exchange has been reported under MFR #: 2916596-2024-52837.